Manufacturer narrative:
The technician isolated the issue to the motor control circuit board. He replaced the circuit board to repair the bed.

Event description:
Info received indicates the hi/low function will intermittently run up unintentionally.